Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Stryker rep reported a revision surgery. The patient had a gmrs distal femur in situ. It was found that the axle of the knee component had broken. New linkage items were replaced during the operation.